Event description:
It was reported that review of merlin transmission aborted therapies were observed, however, the recorded electrograms were not available for review. Programming changes to the device settings and clearing the memory storage after interrogation were discussed. The patient was scheduled for follow up in clinic, however did no show up.